Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the device and found no power error codes. The fse let the ventilator run for an hour and the ventilator was working properly. The ventilator passed performance verification testing (pvt), extended self test (est), and short self test (sst) and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the ventilator shut down and when the ventilator was restarted it was abnormal. The patient was transferred to another ventilator. The patient was not harmed or injured as a result of the event.